Event description:
During bronchoscopy, spring from ebus needle broke off. Upon examination, a metallic object was appreciated in the right mainstem-bronchus. Upon further investigation, this was found to be the spring from the needle of the ebus scope. Forceps were used to retrieve this needle. There was no complications or damage to the bronchus.